Event description:
A blunt tip laparoscopic sealer/divider ligasure was opened to the sterile field, before using the ligasure, surgeons noticed the tip of the ligasure was broken. The ligasure was removed from the sterile field immediately.